Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were noted on the lead. The lead was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 56.5cm was returned for analysis. External insulation abrasion was noted at 14.9-15.4cm, 43.0-43.2cm, and 44.7-45.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to external insulation abrasion were noted at 16.1-19.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 31.1-32.9cm from the distal tip. The etfe coating was intact at these locations.